Event description:
A hospital in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint components of the iw910 mobile infant warmer were returned to our service center in (B)(4). The returned components were serviced by a qualified fph service engineer. Photographs were requested and provided to us. Our investigation is based on the photographs provided and our knowledge of the product. Results: visual inspection of the photographs provided revealed crack lines on the dome portion of the head. Delamination of the outer plastic shell and surface crazing was also evident in this area. Cracks were also observed on the middle of the heater head and the head label was damaged. Conclusion: it is likely that the physical damage of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base" "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The iw910jeu baby control mobile infant warmer was repaired and was returned to the customer after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the upper head casing of an iw910jeu baby control mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint components of the iw910 mobile infant warmer are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.